Manufacturer narrative:
The reported event was able to be confirmed by review of medical records. Medical records were provided and identified that the patient underwent a revision due to failed right hip arthroplasty secondary to metallosis. Cobalt and chromium levels were elevated at 14.5 and 6.0, respectively, consistent with metallosis. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was not able to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): catalog number:163660 lot number:000610 brand name: cocr modular heads; catalog number:11-106048 lot number:174800 brand name: acetabular shell; catalog number: xl-105902 lot number:291570 brand name: arcom xl liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04112 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to elevated metal ion levels, metallosis, grown pain, leg length discrepancy, and pelvic fracture approximately 10 years post implantation. Additional information on the reported event is unavailable.